Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak from a transfer set, specified as ¿at the twist clamp when it was opened or closed". It was further reported the transfer set had been leaking the week before. The patient presented to the pd clinic and the transfer set was changed. Subsequently the patient developed peritonitis. The cause of the leak was not reported. The nurse reported there were no visible cracks on the transfer set and "it looked normal". It was not reported if the patient was hospitalized or received treatment for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h10. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.